Manufacturer narrative:
The user facility reportedly disposed of the snare following completion of the procedure. Therefore, the device referenced in this report is not available for investigation. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy, when the physician had attempted to snare a polyp, the two distal end sides of the snare were observed to have sparked inside the pt and then broke in half. All portions of the snare remained attached and no portion of the unit fell inside the pt. A different, but similar snare was used to complete the procedure. There was no pt injury reported.